Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The >70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.25x16mm promus element plus stent delivery system (sds) was used to treat the lesion. During the attempt to cross the lesion, the complaint device was rubbing on into the guide. They took the sds out and inspected visually. They were not sure if the stent was flared up. They tried another 2.25x16mm promus element plus sds but it did not cross the lesion. The procedure was completed with plain old balloon angioplasty and a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event : over 18 years. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).